Manufacturer narrative:
The device was returned to zoll medical corporation. The device underwent testing without duplicating the customer report. Extensive testing was performed on the device with no issue noted. The event battery was not returned for evaluation. The device log was reviewed as part of the investigation. The log identified that the device was in battery mode only and the event in question was caused by a depleted battery. The device log also suggests the appropriate user advisories were displayed accompanied by audible alarms as the battery depleted during the event. The device appears to be working as expected. This device passed all testing and recertified for clinical use. The device was returned to the customer. No trend associated with similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display went black and the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.